Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 29 mmol/l. It was reported that insulin pump had multiple insulin flow block alarm and customer changed the set four times and blood glucose went high. It was reported that insulin was exited and the cannula was not bent. The customer declined the troubleshooting for the high blood glucose. The customer was treated with the self shot. The device will not be returned for the analysis.